Event description:
During preparation for a procedure, the scope was blurry due to moisture from resterilization.

Manufacturer narrative:
8/28/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.